Event description:
Reporter indicated that since vns implant, the patient's seizures have increased in duration and intensity. Investigation to date has been unable to determine the severity of the seizure increase.